Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by low potassium and magnesium. The cause of the event was not reported. The patient presented to the hospital; however, it was not reported if the patient was admitted due to the event. The patient was treated with unspecified intraperitoneal antibiotics for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by low potassium and magnesium. The cause of the event was not reported. The patient presented to the hospital; however, it was not reported if the patient was admitted due to the event. The patient was treated with unspecified intraperitoneal antibiotics for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.